Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed batt test alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had issues with blank display and failed battery. Blood glucose level at the time of the incident was 167 mg/dl. Customer stated the battery cap was replaced three times but the issue continues. Customer competed troubleshooting. The customer agreed to return the device for analysis.